Event description:
It was reported, the patient has not charged the ipg in six months, reason unknown. The ipg can no longer communicate with external devices. The patient does not have stimulation coverage. An sjm representative will meet with the patient to evaluate the system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.